Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the sheath has broken as seen on the picture attached. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3373-4002 batch number 1402164 was received for investigation. Functional testing was not performed as the device was received broken. Upon visual inspection, it was observed that the open/close lever had broken at the weld joint with the sheaths. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.